Event description:
The customer reported that the system failed to boot a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A replacement isd board was sent to the biomed. The biomed replaced the isd board and repaired interconnect cable. The system was found to be working as intended. The system was put back into service.